Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The case was completed with cryo. When the coaxial cable was disconnected from the console, the health care professional noticed a red liquid at the white connector. It was cleaned up; the white connector at the console and tubing were checked. They also checked to see if blood was trapped inside but everything was clean. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 06452- 15, were returned and analyzed. The data files confirmed the 50005 system notice (fluid in the catheter) for the date of the reported event. They also confirmed two system notices (50001- disable vacuum due to coaxial cable problem, and 500028- problem with injection process) unrelated to the reported event. Visual inspection of the catheter showed blood inside the balloons and coaxial connector. Further inspection revealed that the shaft was kinked at 2.8 inches from the tip. The balloon catheter was returned with a broken piece of the mapping catheter stuck in it. Smart chip verification indicated the catheter was used for six injections. The catheter failed the performance test due to system notice 50005. Dissection and pressure testing showed a guide wire lumen twist and breach at 0.9 inches proximal from the tip. In conclusion, the 50005 system notice was confirmed through testing and data analysis. The balloon catheter, 2af283 with lot number 06452- 15, failed inspection due to a guide wire lumen twist and breach and shaft kink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.